Event description:
Medtronic received information that during use of an autologiq instrument, it was reported that the instrument pooled with blood. The use of the instrument was unknown. There was no adverse patient effect associated with this event. Medtronic received additional information that after the case there was a buildup of pressure on the circuit. The customer was not sure how to remove the disposable.they tried to clamp the collection reservoir and as they moved to the rest of the circuit they would hear a pop and the built up of pressure would cause the fluids to drip or in this case all the liquid to come out pouring all over the machine (the manifold was open).there was a mix of mostly saline and other liquids used during the procedure as well as some of the blood. No transfusion was needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction d3: MFR name and address updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.